Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported this patients generator and controller are all functioning normally. There are no impedance issues and no connectivity issues, the patient is following up with physician to see if some bigger is going on with their spine etc. The rep repeated that the implant is functioning normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they had been in terrible pain for the last 2 weeks because the stimulation was not working. Patient said the pain symptoms started 2-3 months ago and they had changed the settings several times. Patient was seen by two manufacturer representatives (rep) for reprogramming over the last 2 weeks, but the pain persisted. Patient also mentioned that in the mornings when they charged their implant, they would bring the implant up to 100% and they could go out and do things all day or around the house, but at night the implant would still be between 90% and 100%. Patient did not have the controller with them at the time of the call, but patient stated their stimulation is on, and their stim settings are at 4.6 and do not default back to 0. Patient confirmed they had not had any falls or trauma to the area of the implant. Agent reviewed equipment is not related to stim issues. The patient was redirected to their healthcare provider to further address the issue. Patient stated they were at an appointment with their pain management doctor now.